Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was injected with 0.5 ml of juvéderm® volbella® with lidocaine in the tear trough. One day after, the patient experienced bruising, followed by signs of necrosis. The hcp administered 100 units of hylase but the patient continues to experience mild pain when moving their eyes up and down.